Event description:
It was reported that during the preventive maintenance (pm) the position on the touchscreen was observed to be out of alignment. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The international service engineer evaluated the unit and confirmed the touchscreen's misalignment. Calibrating the touchscreen did not resolve the issue. The international service engineer replaced the touchscreen to resolve the reported issue. The unit passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
The touchscreen was returned to failure investigation. The customer complaint was not verified. There was no fault found.